Event description:
Rptr noted corneal burn occurred during procedure. The pt was brought back one day post-op for add'l sutures, and is reportedly recovering well. Continued to use system without further incident.